Event description:
It was reported that patient was charging more/longer than expected. Stimulation was turning off. Three weeks prior to the date of this report stimulation turned off during the night and the family member was able to turn stimulation on normally the next day. Also 3 weeks prior to the date of this report when stimulation was turned on the patient felt a shock. Turning stimulation on was startling. The patient had charged on the day prior to the date of this report and recharged daily and should be able to go 3 days without recharging. The implantable neurostimulator (ins) turned off during the night on the night prior to the date of this report. It was thought that this should not happen if the patient had charged on the day prior to the date of this report. They had checked the ins and saw a charge ins screen. The patient had been charging for over an hour on the date of this report and the first quartile was not filled, therapy was turned back on. When therapy was turned back on the patient¿s shaking had stopped and they were ok. The family member stated it must be startling turning stimulation on for the patient. The ins had not been charged completely on the day prior due to trouble maintaining communication. There was no known change in programming and patient usually recharged 20 minutes per day.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n245787, implanted: (B)(6) 2010, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748251, serial#(B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).